Event description:
It was reported that during initial implant, the right atrial lead exhibited no sensing, high threshold, and high impedance. A new lead was implanted. The patient was in stable condition post procedure.